Manufacturer narrative:
H3: the device was received for evaluation. The device history review was not performed as no lot number was provided. Visual and functional tests were performed. A leak was observed where the cuff is bonded to the tubing. The customer's problem was duplicated. The cause of the issue was due to a welding error during manufacturing in tijuana. No further action was taken.

Event description:
It was reported that the tube developed a slow leak on day 4 needing us to apply automated cuff control (intelli cuff). This worked until the medical team did a cuff deflation to assess for leak on day 9. The cuff would then not maintain pressure on reinflation and the customer had to hand pump a manometer to maintain a seal until the medical team were satisfied and patient was safe for extubation. The patient was extubated safely with no injury. The tube was tested and there was quite a large leak from when the cuff bonds to the tube on the superior aspect of the cuff.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.